Event description:
The manufacturer received information alleging a ventilator was alarming for a low inspiratory alarm condition. The customer also stated no audible alarm occurred. The customer was contacted and the device was unable to be located. There are no records indicating this device had an issue requiring it to be returned for evaluation. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.